Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that the device stopped ventilating during use on patient. No injury reported.

Manufacturer narrative:
The log was analyzed for the case in question. An entry was found indicating a pressure release of the peep (positive end-expiratory pressure) during inspiration. Normally, the peep valve remains closed during inspiration, but for the current case, it opened to release excess pressure. No indication for a device malfunction found. The device reacted as specified on a detected pressure peak ¿ most likely caused by patient¿s spontaneous breathing and/or repositioning or the patient ¿ by releasing the excess pressure and posting a corresponding alarm. The device was successfully tested on site and was returned to use without further issues reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device stopped ventilating during use on patient. No injury reported.